Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button using two fingers with force before the screen turned on. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.